Manufacturer narrative:
(B)(4). Review of the radiographs and films confirm the bone screw fracture. Revision occurred on (B)(6) 2014 to replace the pedicle screws with larger screws for better bone purchase. Review of the device history records notes no material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure. The patient's bmi was (B)(6) and may have been a contributing factor. It is unknown if the patient complied with post-operative care instructions or sustained an impact of some sort or fall. Root cause is unknown. Internal fixation appliances are load sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen bend or break loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant. Review of labeling notes: warning caution and precautions: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture... Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."

Event description:
The spherx deformity pedicle screws reportedly fractured post-operatively. The initial l4-s1 posterolateral fusion (plf) consisted of bilateral pedicle screws and rod instrumentation with a arm15t screw, 6.5x40mm polyaxial screw at the inferior end. Just prior to (B)(6) 2013, the patient felt pain and it was discovered that the pedicle bone screws at s1 had fractured bilaterally. Revision surgery was performed on (B)(6) 2013, and the construct was replaced with 8.5 x 40mm in s1 and 7.5 x 40mm in l4 - l5. Patient reportedly doing well post revision.